Event description:
Swelling in right knee [joint swelling]. Withdrew fluid from right knee (effusion r knee) [joint effusion]. Case description: swelling in right knee; withdrew fluid from right knee. Info was rec'd on 10-dec-2007 from a (B) (6) male pt, initials r-r, who had a medical history of arthritis and 2 or 3 previous injections of synvisc in the right knee 2 yrs ago. The pt rec'd one injection of synvisc in his right knee on (B) (6) 2007. The evening of (B) (6) 2007 he experienced swelling in his right knee. He went back to see his physician and the physician withdrew fluid from his right knee. The physician discontinued the synvisc therapy and he started the pt on orthvisc injections. At the time of this report, the pt's outcome was unk. Add'l info was rec'd on 31-jan-2008 from the hlth care professional (hcp). He updated the pt's relevant medical history to include: moderate grade of osteoarthritis for a duration of 3 yrs, prior effusion, joint narrowing, previous treatment with nsaids, previous treatment with steroids, and previous treatment with visco-supplementation (orthovisc). He confirmed that the pt rec'd only one synvisc injection on (B) (6) 2007 and no effusion was collected before the injection. The onset date for the pt's symptom "swelling in right knee" was (B) (6) 2007, and the offset date for the event was (B) (6) 2007. The pt recovered with sequelae and the hcp reported the relation to synvisc as definite. On (B) (6) 2007, the pt did not receive synvisc, but exudate was collected (74 ml) - no analysis was performed. On (B) (6) 2007, the pt saw the dr for another effusion collection (27 ml) and a kenalog injection as treatment for his right knee swelling. The pt never rec'd the 2nd or 3rd synvisc injections. The hcp reported synvisc as a possible precipitating event of the symptoms described.